Event description:
During a follow-up, episodes of loss of capture were observed on the left ventricular (lv) lead. Technical support was contacted regarding the event. The device was reprogrammed to resolve the event and the patient was in stable condition.